Event description:
Patient reported right side rupture confirmed via imaging. Healthcare professional later confirmed a right side rupture and also reported "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification) additional observations: ¿ observed creases on the device. ¿ observed stress marks on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the right side.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed a right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported, right side rupture. Confirmed via imaging. Healthcare professional later confirmed, a right side rupture. And also reported, "hole non-specific". Device has been explanted.